Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which was implanted yesterday, displayed rising pacing thresholds. The patient has a high potassium. Additional information was recieved stating the right ventricular lead was repositioned, which corrected the threshold issue.